Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose."

Event description:
It was reported occlusion alarms occurred. During a systems check with tandem technical support, the occlusion was found to be within the cartridge. A cartridge change was performed and insulin therapy resumed. The customer's blood glucose level read "high"; a specific value was not provided. Elevated blood glucose was addressed with a correction bolus via the pump. Reportedly, the customer uses the same cartridge for over 2 days with humalog insulin, tandem technical support educated the customer this is considered off label use per the tandem user guide.